Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "x-ray presented a broken post on the tibial rotating component, so the patient was revised. The surgeon stated that the broken post was due to gross instability due to the thin insert. The surgeon therefore implanted a thicker insert and replaced the rotating bearing component."